Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter at 9:41 am and the result was 7.5 inr. The customer had a lab test at 2:00 pm and the result was 4.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. The meter's heater plate was solid with blood residue. Customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication, no diet changes, no bleeding or bruising and is not anemic. There was no allegation of an adverse event. Corresponding retention test strips (294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch field - correction/removal report no.